Event description:
It was reported that a dissection occurred. The 12 mm x 2.25 mm target lesion was located in the ramus intermedius (ri). The target lesion was pre-treated with a 2.00 mm x 12 mm non-compliant balloon angioplasty catheter resulting in 30% stenosis with timi flow 3. Following predilation, a 2.25 mm x 16 mm synergy xd drug eluting stent was deployed at 14 atm for 20 seconds. Post-deployment, a type c stent edge dissection was observed. The dissection was successfully treated with a 2.25 x 8mm non-boston scientific drug eluting stent. The patient was discharged the same day.